Event description:
It was reported that the patient presented in clinic for device check. Upon interrogation, the right ventricular lead exhibited an episode of loss of capture. The thresholds in the clinic tested within range. No other anomalies were seen on the lead. Auto capture was turned on and the patient was sent home with a remote monitor. The patient was asymptomatic and would continue to be monitored.